Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) device during the drain two of peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. The technical service representative (tsr) explained the alarm and assisted the hp in ending therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. It is unknown how the hp would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.